Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-jan-2020 with the following findings: investigation revealed a dim/fading display with red hue and a cracked battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading display with a red hue and a cracked/damaged battery compartment. There was no indication that the product caused or contributed to an adverse event. This report is made based on results of investigation completed on 15-jan-2020.